Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead reported that the device does not fit in the pocket and protrudes out more. In addition, the patient had a general change out and inquired if the new device was larger. Technical service provided dimensions on size and shape on both devices and the patient was advised to review with physical and position in the pocket. Additional information received from the field representative indicating that the patient was not check by any company representative and clinic has not contacted the field representative about any infection. No further information available. The lv lead remains in service. No additional adverse patient effects were reported.